Event description:
It was reported that the user experienced difficulty attaching the infusion set connector during a routine supply change on the ilet system, despite having completed the rewind and confirming the cartridge was not overfilled or damaged; switching to a new connector resolved the issue, and insulin delivery resumed. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Customer care provided troubleshooting and user education conducted by support, including replacement of the connector. Investigation of this case revealed that the issue was limited to the connector component and was resolved by using a different connector, indicating an intermittent connector malfunction that prevented attachment. It was concluded, based on previously established findings for similar reports, that the cause was a component fault isolated to the infusion set connector.